Manufacturer narrative:
This has been captured as (B)(4). The device investigation was completed on 02-dec-2015. The regional service center (rsc) service log review revealed a failed nitric oxide (no) cell alarm which immediately followed a failed low no cell calibration with low point: 1902 counts. The service log also showed a delivery stopped alarm raised for monitored no greater than absolute maximum of 100 parts per million (ppm); actual value: 121 ppm. Elevated low point counts during the low calibration are consistent with a misbehaving no cell with the elevated counts possibly contributing to the delivery stopped alarm that occurred prior to the failed low calibration. The rsc did not experience the reported complaint of high no, but replaced the no cell as a precaution. Although identified in the service log, the rsc did not experience a delivery stopped alarm during testing. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was failed no cal low counts above max. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
On (B)(6) 2015, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report a high nitric oxide (no) - condition with inomax dsir (B)(4). The device was not in use on a patient at the time of the event. There was no impact or harm to the patient reported. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This is being reported as it is considered a reportable malfunction.